Manufacturer narrative:
H.6. Investigation: customer reported false positive issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6) ). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that drawer c rows e and f had false positive vials. A bd field service engineer fse) was dispatched and replaced rack and cleared the sticky bits, run the test and passed. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is faulty rack. H3 other text : see h.10

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged draw c row e&f had false positive vials. Results were not reported and there was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged draw c row e&f had false positive vials. Results were not reported and there was no report of patient impact.